Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse clarified that the blood leak occurred 1 hour and 45 min after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the dialysate compartment. The machine, a fresenius 2008t machine did alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on the same machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Although the complaint device is reportedly available, no sample has been provided for evaluation as of 12/31/2023. According to the third party carrier's website, the provided shipping materials were sent to the customer and subsequently received. A review of the production record was performed. The production record review showed there were three approved temporary deviation notices (dn) s and two nonconformances (nc)s in the production of this lot. The dns and ncs are unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse clarified that the blood leak occurred 1 hour and 45 min after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the dialysate compartment. The machine, a fresenius 2008t machine did alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer.the treatment was completed the same day with new supplies on the same machine. The device is available to be returned to the manufacturer for evaluation.